Manufacturer narrative:
We received one 120803f catheter without the packaging for exanimation. The reported event of "tip of the catheter is damaged and broken" was confirmed for damaged. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the spring tip was found to be bent. Attempt to inflate the balloon was successful but it would not maintain inflation due to leakage. Leak testing confirmed leakage between the hub and the catheter tube. A closer examination found the leakage to be occurring from the adhesive at the hub bond when applying pressure to the inflation lumen. A closer examination found the leakage to be due to a partial bond separation/gap in the adhesive. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that before use, the tip of the catheter is damaged and broken. No patient complications were reported.